Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the subject device mount was loose. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation. Visual and functional testing was performed, and the customer's allegation was confirmed. The following issues were also identified: connector cracks and contact discoloration. A definitive root cause could not be identified. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device mount was loose. The issue occurred during an unspecified procedure. There were no reports of patient harm.